Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On approximately (B)(6) 2024, the patient lost consciousness. The wife found him and called emergency medical services(ems). The wife treated the patient with 2 glucagon tablets (meant to be glucose) and apple juice. The cgm reading was 44 mg/dl and the bg reading was considerably lower (unable to recall specific details on the comparison of bgm). The paramedics arrived and it was not confirmed if they provided any treatment, they took the patient to the hospital. At the emergency room (ER) the patient was monitored for 6 hours and was sent home after. It was not documented whether treatment was provided at the hospital. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.